Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited one episode of oversensing which led to pacing inhibition. The patient is pacer-dependent. Thresholds and impedance are acceptable. Sensitivity is set at nominal, and arm exercises did not reproduce the oversensing.